Manufacturer narrative:
(B)(4).

Event description:
Procedure: reduction mammaplasty. According to the rptr: the surgery date was (B)(6) 2010. The pt experienced wound dehiscence at 6 week f/u. This was possibly related to the device. On (B)(6) 2010, the pt experienced suture extrusion without purulent discharge or abscess. This was resolved without sequelae.